Event description:
Reportedly, the svc did not detect the implantable device. There are no interfering devices that could affect the pairing.

Manufacturer narrative:
Analysis investigation: upon reception, the returned smartview connect was tested and the device was connected to the network, however, it was unusable, the screen freezing and the language changing by itself. The smartview connect was then connected to a test power cable, and normal functioning was observed. It confirms that the issue was related to a defective power adapter, which caused abnormal behaviour. The root-cause of the damaged power adapter could not be determined with certainty, and may be related to a manufacturing issue. This case is recorded for trending purposes.

Event description:
Reportedly, the smartview connect did not detect the implantable device and it cannot communicate with it. There are no interfering devices that could affect the connection between the implant and the svc.